Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00408. The pt was implanted with dual percutaneous leads on (B)(6) 2010. It was reported that she was unable to increase the amplitude for her stimulation via the programmer. A diagnostic test was performed; however, no impedance issues were observed. A subsequent x-ray revealed a visual anomaly with the leads near the anchor site. Surgical intervention will be undertaken to rectify this matter; however, a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.